Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were bit flips in the memory of the implantable pulse generator (ipg) following radiation. The ipg was re programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that question marks were visible in place of the patient¿s information and pacing values, and invalid data was observed on the rate histograms.